Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed. During evaluation it was found that the inflow and outflow motors underperformed at 1200 ml¿s overtime during running flow rates decrease. Physical damage was found to the lcd touch screen and bumpers. The serial label requires upgrade, and the software label requires update from v1.10 rev. 33 to v1.10 rev. 38. See complaint for vendor evaluation.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump inflow is not working. It was confirmed that there was no inflow at all. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.